Event description:
It was reported that during an angioplasty procedure, the markers are allegedly not correct in line with the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one x-ray image was provided and reviewed. The image provided shows the balloon in what appears to be partially inflated state, however the exact location of the makers could not be determined based on the image. The physical sample was additionally returned for evaluation. The balloon was cut open to examine the marker bands. The distal marker band was noted to be misaligned, with the gap between the markers approximately 28 mm. It was also noted the distal marker band is able to move along the inner gw lumen with some pressure. Microscopic evaluation was performed noting swage marks on the inner lumen, indicating the marker was swaged on the inner lumen. Therefore, the investigation is confirmed for the reported marker band issue as the distal marker was loose on the inner lumen. The likely root cause was determined to be an insufficient swage allowing the marker to become dislodged, as the marker was still attached and swage marks were noted on the inner lumen indicating initial swage. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy). B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using atlas gold. During the procedure it was reported that, the markers are allegedly not correct in line with the balloon. The procedure was completed using another device. There was no reported patient injury.